Event description:
It was reported that the patient with this neurostimulator underwent a surgical procedure during which the device was explanted at the patient's request due to lack of effect. The patient has a deteriorating mental status, so the decision to explant was made between the patient and their daughter. The patient is not always lucid and was causing confusion when they were not having a mentally clear day. The patient was not able to give a clear answer on if they ever received therapy from the device. There were no reported patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator underwent a surgical procedure during which the device was explanted at the patient's request due to lack of effect. The patient has a deteriorating mental status, so the decision to explant was made between the patient and their daughter. The patient is not always lucid and was causing confusion when they were not having a mentally clear day. The patient was not able to give a clear answer on if they ever received therapy from the device. There were no reported patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.